Event description:
It was reported that the pump touchscreen was on, but the display remained black. The customer's blood glucose level was 7.6 mmol/l. Technical support instructed customer in troubleshooting steps without success. Customer reverted to using multiple daily injections as backup therapy.

Event description:
It was reported that the pump touchscreen was on, but the display remained black. There was no reported adverse impact to customer's blood glucose. Technical support instructed customer in troubleshooting steps without success. Customer reverted to using multiple daily injections as backup therapy.